Manufacturer narrative:
The pump was received with a blank display due to broken solder joints at b1 of the interface board. The functional tests were unable to be performed including the displacement test, basic occlusion test, prime/compromised force sensor system test, occlusion test, excessive no delivery test, self test, unexpected restart error test, or measure operating currents due to the blank display. There was no cosmetic damage noted. (B)(4)

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer does not have the pump with her at this time. Customer's blood glucose was 580 mg/dl at the time of the hospitalization on (B)(6) 2015. Customer had diabetic ketoacidosis and the pump was not working. Customer is still in the hospital and was not wearing the pump at the time of the hospitalization. Customer has been off the pump for the last 24 hours.